Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is due to cardiac arrhythmia. Device and leads were explanted. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and was above eri. No anomalies were found.